Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was a loss of the live image. There is no report of pt injury or death.